Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat a large rectocele. It was reported that post implantation the patient experienced rectal pain, infections, urinary problems, and bowel problems. It was reported that following insertion the patient experienced pain from stitches poking her and making her uncomfortable. On (B)(6) 2005, which was five days after implantation, the tails were trimmed. No additional information was provided. (B)(4) - urinary problems; bowel problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent posterior colporrhaphy and excision of vaginal mesh in the posterior compartment on (B)(6) 2016 by (B)(6) due to recurrent rectocele and mesh extrusion into the vagina from previous mesh-augmented repair.

Event description:
Details: it was reported that the patient underwent posterior colporrhaphy and excision of vaginal mesh in the posterior compartment on (B)(6) 2016 by (B)(6) due to recurrent rectocele and mesh extrusion into the vagina from previous mesh-augmented repair.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, organ perforation, recurrence and dyspareunia.